Event description:
A customer reported experiencing a cartridge alarm with their insulin pump. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the issue and arranged to replace the customer's pump with an updated software version. The customer agreed to use manual insulin delivery as a backup therapy and was instructed to put the faulty pump into storage mode before returning it. They were also advised to program the pump settings and connect the cgm to the replacement pump. The replacement pump was sent to the customer, and instructions for returning the faulty pump were provided and understood.